Event description:
Complaint alleges that the applier failed to ligate the vessel. No patient injury reported. Additional info has been requested, but has not been submitted at the time of this report.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determinate the root cause. Manufacturer will continue to monitor and trend similar complaints.